Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported stroke and renal dysfunction as well as the subsequent patient outcome could not be conclusively established through this evaluation. Further, a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The device was not explanted for evaluation and no autopsy was performed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D, and the heartmate 3 lvas patient handbook rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, or pump pocket infection), stroke, bleeding, renal dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists infection as potential post-implant complications that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The patient has a history of heart failure status post left ventricular assist device, end stage renal disease, on hemodialysis, recurrent driveline infections who presented with left sided weakness and was found to have acute intraparenchymal hemorrhage and acute subarachnoid hemorrhage. The patient was transitioned to hospice. The outcome was not considered device or therapy related. No autopsy was performed. The device parameters were within normal limits for the patient. The pump was not explanted

Manufacturer narrative:
A4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.